Manufacturer narrative:
Estimated date of event. The UDI is unknown because the part number and lot number were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effects of myocardial infarction and thrombosis are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary procedures. A conclusive cause for the reported myocardial infarction, thrombosis, and hemorrhage and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The patient deaths referenced are being filed under a separate medwatch report #. Literature article title¿ efficacy and safety of long-term and short-term dual antiplatelet therapy: a meta-analysis of comparison between asians and non-asians".

Event description:
It was reported through an article summary identifying xience prime stents that may be related to the following: patient death, myocardial infarction, bleeding, in-stent-thrombosis, revascularization, medication and rehospitalization. This article summarizes clinical outcomes of 1,400 patients that were treated with xience prime stents. Specific patient information is documented as unknown. Details are listed in the article, titled "efficacy and safety of long-term and short-term dual antiplatelet therapy: a meta-analysis of comparison between asians and non-asians."